Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-dec-2019 with the following findings: during investigation, the pump powered on and during the rewind load steps there was no motor movement. A cs 064 call service alarm was emitted due to an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.